Event description:
It was reported that during a follow up in clinic, inadequate capture and high pacing impedance was noted on the right ventricle (rv) lead. Provocative testing was performed and no anomalies were noted. The physician suspected rv lead damage, however, no anomalies were observed via diagnostic imaging. A revision procedure was attempted, however, due to the anatomy of the patient, a replacement rv lead was unable to be inserted in the left subclavian artery and the procedure was stopped. Later, another procedure was performed, the rv lead was replaced, and a new system was implanted on the right side. The rv lead remains connected to the original device and the original system was programmed inactive. The patient was in stable condition.